Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The pump passed the displacement, prime and excessive no delivery tests. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 363 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.